Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and self-test. No unexpected alarms were noted. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed software error. Customer's blood glucose reading was 69 mg/dl. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.